Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 376 mg/dl and noted an infusion set occlusion during the event, after which they changed all supplies and subsequently administered subcutaneous insulin by pen to bring glucose back into range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included an unexpected medical intervention with multiple daily injection to correct hyperglycemia. Investigation included troubleshooting and education. Investigation of this case revealed an occlusion associated with the infusion set that resolved only after a full supply change, with no visible set damage reported. It was concluded, based on previously established findings for similar reports, that the cause was device associated, related to infusion set occlusion.